Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and bent cannula. The customer did not mention symptoms of their blood glucose levels. The customer treated with manual shots. Customer had diabetic ketoacidosis. Customer's current blood glucose value was 85 mg/dl and at the time of incident blood glucose value was 521 mg/dl. Troubleshooting was performed. The customer was hospitalized and blood glucose value when admitted to hospital was above 521 mg/dl. The customer complained about hyperglycemia. Customer wearing the pump at time of hospitalization. The product was not returned for analysis.